Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital with left chest pain. Device interrogation revealed exit block and no sensing on the rv lead. Further investigation revealed cardiac tamponade due to myocardial perforation. The lead was successfully repositioned and patient was doing well after the event.